Event description:
The customer reported that his olympus 4k camera head was not displaying an image during reprocessing. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty cable was discovered during the device evaluation and caused the reported no image failure. Additionally, the unit failed the leak tests on the video scope connector and the rear label was found fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that the cable failure was caused by immersion of water from the damaged connector, which failed the leakage test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been close to 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired.¿ olympus will continue to monitor field performance for this device.